Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada; the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The defib connector was reseated as a precaution. The device was recertified and returned to the customer. The device data logs were not available to review as part of this investigation. Analysis of reports of this type has not identified an increase in trend.